Event description:
Admitted with acute onset of aphasia and right hemiparesis secondary to acute left middle cerebral artery territory infarct. Patient underwent a cerebral angiogram, during procedure a merci retrieval device was utilized to remove the anterior and middle cerebral artery thrombus. Upon removal of the merci retrieval device the distal tip fractured within the thrombus. Two attempts were made to retrieve the fractured wire, both unsuccessful. Post CT scan obtained and confirmed retained tip of merci retrieval device in left middle cerebral artery.